Event description:
It was reported that the patient's right ventricular lead exhibited low, high voltage impedance. Upon review, the implantable cardioverter defibrillator and right ventricular lead were noted to deliver inappropriate shock and antitachycardia pacing therapies for an oversensed supraventricular tachycardia induced ventricular tachycardia/ventricular fibrillation. The lead was capped and replaced on (B)(6) 2017 and the implantable cardioverter defibrillator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and a high voltage output anomaly was noted. Visual inspection indicated that a lead to can arcing had occurred. Further evaluation of the arc mark indicated the presence of lead material. It is believed that a lead anomaly caused the arc mark which resulted in the output anomaly.